Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was good. It was further reported that the target lesion was located in the moderately tortuous and severely calcified left anterior descending artery.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was good.